Event description:
Equipment feature for moving the table in the lateral position temporarily failed. During procedure pt having difficulty breathing. Pt assessed and deteremined pneumothorax. At time of incident, the site was awaiting parts to repair machine from denmark.